Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the cracked battery side of the insulin pump. Customer reported low battery alarm or short battery life. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged charge/battery last less than expected and cosmetic damage located a crack on the battery compartment found on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, active current test and self test, however failed the sleep current test due to moisture on electric board 1. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range, however, the power management graph indicated esd latch-up on an ic. No alarms or alerts noted during testing, however, low battery alert on (B)(6)2022 21:01:00.000, replace battery alert on (B)(6) 2022 05:39:00.000, replace battery now alarm on (B)(6) 2022 06:10:00.000 were found in the history files. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electric board 1. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), battery tube threads - cracked and battery anomaly was confirmed due to an esd latch-up on an ic. Low battery alert, replace battery alert and replace battery now alarm were found in downloaded history. Problem isolated to electronic stack. Moisture damage was found on electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.